Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert and contact inquired about the alert. The customer's blood glucose (bg) level was 243 mg/dl. The contact report the cause of the bg level was due to a late breakfast and stated would not address the bg level. During troubleshooting tandem technical support confirmed the incomplete bolus alert. Cts educated the contact about the meaning of the alert and how the alert occurs. Contact acknowledged.